Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the reported alarm and device failure to complete its internal self-test was due to a defective internal battery and non-return valve (nrv) . The internal battery and nrv assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrence of the internal battery degraded warning alarm due to a battery issue. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the battery issue was due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.